Manufacturer narrative:
The reported event of difficult to remove the a and v-leads from the a- and v-connector ports was not confirmed. Analysis did not reveal any connector port anomalies that would make the leads hard to remove. Lead insertion and removal force tests showed the test leads inserted and removed with normal force. The setscrews were found untightened and normal when returned from the field and were not holding the leads in the connectors. The device was found to be normal with no anomalies found. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-20845. Related manufacturer reference number: 2017865-2023-20847. It was reported that a patient presented with syncope, which was alleged to be due to dislodgement of the left ventricular (lv) and right ventricular (rv) leads. No electrical malfunction was reported. During the procedure to address the lead dislodgement, the patient's pacemaker set screw was unable to accept the hex-wrench, was difficult to loosen from the rv lead, and was damaged. The right atrial lead was also unable to removed from the device header. No malfunction was alleged on the right atrial lead. The lv and rv leads were successfully repositioned on (B)(6)2023. The device was replaced during the procedure on (B)(6)2023. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.